Event description:
The complainant had placed a impella 5.5 pump for support of a patient admitted in for surgery and suffering from postcardiotomy cardiogenic shock. The team noted the impella 5.5 had issues with the automated impella controller, which displayed a controller failure (red alarm) after it was exchanged for a second time. The patient remained in stable condition on venoarterial extracorporeal membrane oxygenation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) controller failure (red alarm) has been completed. Data logs were reviewed which showed that the console was running 12 days when the pump stopped due to phase current differences. The pump was moved over to a different console but again there were phase current differentials causing pump stops. The console was returned for investigation but the failure mode was not reproduced. The console was able to successfully run pumps without a pump stop. Because there was an electrical open found in the pump, and the failure modes occurred on both consoles, neither console malfunctioned causing the pump stops. The electrical issue with the pump is captured under MFR report #1220648-2024-19014.